Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/23/2015.

Event description:
Procedure type: lobectomy. According to the reporter: the initial firing on the pulmonary vein resulted in bleeding of the staple line. The doctor observed a missing staple in the staple line. A competitive device was used to complete the procedure. The cut edge of the pulmonary vein was additionally resected. Operating time was not extended beyond 30 minutes. There was under 200cc's of bleeding. No blood transfusion was needed.